Manufacturer narrative:
Following review of the additional information received (patient and device information) it has been determined that this event (empty pump) has already been reported in manufacturer¿s report number 3004209178-2018-24088. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for pump use was not reported. It was reported that the hcp could not update the pump with the 8840 clinician programmer. Per the reporter, the pump went empty a ¿few days ago¿ and 20cc¿s of saline was put into the pump until the patient could get drug on (B)(6). The nurse was planning on not changing the drug to saline in the programming. Additional information was received on (B)(6) 2018 from the company representative who reported that the pump was refilled and the patient was doing fine. There were no patient symptoms and no further complications were reported.